Event description:
It was reported that a patient had a loss of therapeutic effect as of the day of the report. The next day it was reported that the day prior the patient had extra bladder symptoms but the symptoms were better today than yesterday. It was noted that the patient wasn¿t able to adjust stimulation. Two days later, it was reported that the patient had a loss of therapeutic effect and on saturday the patient went five to six times in an hour and had some leakage as of late, but noted that it had been effective and there were few individual events since the implant. It was reported that the patient didn¿t have a physician at the time. A week later, it was reported that the patient synced with the implantable neurostimulator (ins) and the patient saw the stimulation off icon. The patient tried turning stimulation on and saw the poor communication screen. It was noted that the patient repositioned the antenna and pressed the stimulation on button again and the patient saw the stimulation on icon and was feeling stimulation. It was reported that stimulation was going on and then off, and the stimulation didn¿t used to go on and off. It was noted that the patient had been ¿messing around with the arrows.¿ the reporter stated that the patient had a return of symptoms and the patient had an overactive bladder during the day and at night. It was reported that there was more urine in the patient¿s pad each night and the symptoms returned four days ago or ten to fourteen days ago. It was unclear when the symptoms returned. It was reported that the patient couldn¿t increase stimulation and thought he didn¿t get enough training on the patient programmer. Three days later, it was reported that the patient wanted some assistance in changing settings and the patient¿s symptoms returned on (B)(6) 2014. It was noted that the patient went ¿about five times in an hour¿ and he was drinking fluids but not that much. It was reported that the patient could still feel the stimulation sensation sometimes. It was noted that the patient had difficulties lining up the antenna paddle over the implant and the patient saw the poor communication screen several times. It was reported that the antenna was disconnected because the patient was having difficulties holding it in place, and the patient was able to communicate and was on program 4 at 1.0 volts. Stimulation was increased to 1.3 volts and the patient planned to leave it there for a few days and observe his symptoms. The reporter stated that the other day the device was cycling and would go for five seconds and then would be off, but now it felt pretty steady. It was reported that the patient wasn¿t sure if there was an issue with the antenna and he just struggled with holding the cord steady behind his back. It was noted that the patient couldn¿t get the battery compartment to close all the way and the batteries were all the way in but he could not get the cover to snap closed. It was reported that one side would close but the other one wouldn¿t. It was noted that the patient would continue to try to close it. Three days later, it was reported that the patient had been getting more and more urine in his diaper and before a week and a half ago the symptoms were ok. It was noted that ¿the most was a couple of leakage in his pad as he went to the restroom.¿ it was reported that the patient thought he was accidentally on another program and the patient was on program 4 but was now on program 3 at 0.5. It was noted that ¿it was 1 or 1.1, 1.3¿ and was painful. It was unclear what 1, 1.1, and 1.3 referred to.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0bx4s, implanted: (B)(6) 2013, product type lead. (B)(4)